Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing to a 23 in, 6 mm infusion set and replacing an empty fiasp prefilled cartridge, then performing fill tubing without observing initial drops; a subsequent fill required more than 100 units before drops were seen, and the cannula from a prior set was found bent. Symptoms included elevated blood glucose with a reported maximum of 355 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact to blood glucose control over several hours without hospitalization or external medical intervention. Investigation included troubleshooting and user education with review of photos of the fill tubing sequence. Investigation of this case revealed unclear cause of delivery failure despite a bent cannula being observed and no visible external leakage. It was concluded that the event involved hyperglycemia with cause unclear and that backup therapy instructions were provided.